Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a 36 mm diameter descending thoracic aortic aneurysm (zone 3). Proximal length of non-aneurysm aortic neck was 20 mm with parallel sides, distal length of non-aneurysm aortic neck was 20 mm with parallel sides, proximal diameter of non-aneurysm aortic neck was 34 mm, distal diameter of non-aneurysmal aortic neck was 32 mm, and the minimum diameter of the main access vessel was 12 mm. It was reported that during the index procedure there was vessel rupture/dissection. There was localized dissection of the origin of the left subclavian artery, in relation with proximal end of stent graft which came into the origin of the left subclavian artery. Action taken was stenting of the left subclavian artery by left brachial access. Approximately five days post index procedure a CT with contrast and ultrasound noted dissection of the left subclavian artery. A secondary procedure was performed to implant an auto-expandable bare stent (stenting of left subclavian artery by left brachial access. The event was resolved and the patient recovered on the same day. The investigator assessment states that the event is related to both the device and the procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection). Lack of information (cause is unknown). Evaluation conclusions: inherent risk of a procedure (dissection). Lack of information (cause is unknown).

Event description:
Additional information was received. Pneumonia complication were noted. Investigator assessed event as related to procedure and not related to device. Bowel obstruction was reported. Investigator assessed event as related to procedure and not related to device. The patient received medication and the events were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Respiratory physiotherapy also carried out to treat the event of pneumonia.